Manufacturer narrative:
(B)(4). Original implant date: (B)(6) 2017. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Customer quality unit received a maude report forwarded from (B)(4); this report is against user facility (B)(4). Only additional and/or corrected information will be contained in this report. A copy of the maude event report is attached. It was reported that a patient underwent open reduction internal fixation (orif) surgery for a right pilon fracture. The patient was admitted to the hospital for surgical removal of hardware and incision and drainage. Cultures were taken. Gross purulence throughout. The patient returned to surgery for incision and drainage. There are 5 devices in this complaint. This report is 5 of 5 for (B)(4).

Manufacturer narrative:
Patient identifier: (B)(6). Complainant part is not expected to be returned for manufacturer review/investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.